Manufacturer narrative:
It was reported that the hl20 arterial roller pump module displayed the error message ¿direct¿. This error message leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. The failure occurred not during treatment. In addition during service a defective level sensor and bubble/level monitoring module were identified. A getinge field service technician (fst) was sent for investigation and repair on 2023-03-13. The defective level sensor, bubble/level detection module and motor were replaced. The failure "defective bubble/level detection module" was already investigation by getinge life cycle engineering on 2017-06-27. The most probable root cause was determined as a defective transistor, which disturbs the current supply of the bubble/level detection module. According to the instructions for use hl 20 (version 02, chapter 5.8 checklists) the user has to check that the monitoring modules trigger an intervention on the corresponding pump in the event of an alarm situation: bubble detection: function test. No exact root cause could be determined for the failure "defective level sensor", because the part was not made available for further investigation. The failure was assessed by getinge life cycle engineering on 2023-07-17 with the following outcome: the most probable root cause was determined as a short circuit on the level sensor (e.g. Due to a broken cable). Which leads to an increased current consumption in the apm and destruction of the shunt r43 and the transistor t6. According to the instructions for use hl 20 version 02 in chapter 5.7.3 on page 95 level monitoring: function test: "only start the application if level monitoring is fully functional. Before each use, perform a function test together with the reservoir filled with liquid. Repeat the function test whenever the level sensor pad has been replaced or its position changed. If there is a malfunction, use a new level sensor pad". No exact root cause could be determined for the failure error message "direct", because the part was not made available for further investigation. The failure was assessed by getinge life cycle engineering on 2023-07-17 with the following outcome: the message means that a direction of rotation contrary to the set one has been detected. With the rpm, the direction of rotation is detected by the optical speedometer on the pump head. No direction of rotation information is determined from the motor speedometer. A defect in the engine speedometer is therefore unlikely. The most probable root cause is that the motor turned in the wrong direction due to a defect (short circuit), which was recognized by the control system. The review of the non-conformities has been performed on 2023-03-21 for the period of 2015-11-11 to 2023-03-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-11-11. Based on the results the reported failure "error message direct and defect level and bubble/level modules" could be confirmed. The device caused the complaint and was not able to work as per factory¿s specifications. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that the hl20 arterial pump displayed the error message ¿direct¿. This error message leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. No harm to any person has been reported. In addition during service a defective level sensor and bubble/level detection module were identified. The error message "direct" is reportable the defective level sensor and bubble/level detection module are not reportable. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2023-03-13. The motor, level sensor and bubble/level monitoring module have to be replaced. A follow-up medwatch will be submitted when additional information becomes available.